Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'check syringe plunger sensor' error there was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Plunger errors were revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was noticed the flipper was up when tight against the pump on the ear clip during start-up. To address the issue the plunger head was moved away from the pump during start up. The service history review had no indication that the complaint was related to a service of the device within the review period.